Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and a slight decrease in impedance. The impedance has remained within range. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.